Event description:
It was reported that the patient was complaining of pain. Surgeon reviewed post op x-rays and noticed the cross-connector might not be attached to one of the rods at the area of patient's pain. The surgeon said he wanted to talk to the patient before speculating any further.

Manufacturer narrative:
Currently, the root cause of the reported event could not be determined. The event of the xia 3 titanium multiaxial crosslink disengaging from the rod was reported by a stryker sales rep and is therefore confirmed. However, no device has been returned as it remains implanted in the patient. There has been no reported harm. The device was found detached through review of the patient's x-ray. However, information in the event description states that no actions had been taken. As a result, the device remains unavailable.

Event description:
It was reported that the patient was complaining of pain. Surgeon reviewed post op x-rays and noticed the cross-connector might not be attached to one of the rods at the area of patient's pain. The surgeon said he wanted to talk to the patient before speculating any further.